Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was failed to sense and capture. The ra lead was replaced and the procedure continue with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of loss of capture and loss of sensing were not confirmed. A complete lead was returned in one piece. Electrical tests, x-ray examination and visual inspection of the lead did not find any anomalies.